Manufacturer narrative:
Product analysis: the device was returned for analysis. The returned device showed evidence of balloon inflation and contrast remained in the balloon. The inflation lumen/proximal bond was necked. During inflation testing it was possible to inflate the balloon to a nominal of 12atm; liquid did pass through the necked section of the inflation lumen/proximal bond. During deflation testing liquid could not pass back through the necked section and the balloon failed to deflate. Additional information: it was not difficult to remove the protective sheath or the packaging stylette. The device did not pass through a previously placed stent. The balloon was inflated to 12 atm for 5 seconds. There were no difficulties noted during inflation of the device. Deflation difficulties were noted after the first inflation. The device was not moved or repositioned while inflated. A concentration of 2:1 contrast / saline was used. A balloon was used for stent post-dilation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were balloon deflation difficulties when using one onyx frontier coronary drug eluting stent. The device required about 180 seconds to contract at the lesion site. The device was being used to treat a lesion in the left anterior descending (lad) branch (#6-#7). The device was inspected prior to use with no problems observed. Negative prep was performed with no problems observed. The lesion was pre-dilated. There was no resistance/discomfort when delivering the device. Excessive force was not applied. After stent placement balloon deflation was difficult, taking about 3 minutes for air removal. It was suspecting there was a malfunction of the indeflator, therefore, air removal was attempted using a syringe. The stent was implanted. Post-procedure examination outside the body showed that expansion was possible, but deflation remained difficult. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis: review of the images provided showed the delivery of the stent across the lesion. The stent was inflated but images show that the balloon remained inflated for some time. The vessel is temporarily occluded until the balloon is deflated. The balloon appears to have deflated and was removed from the vessel. As the inflation lumen of the catheter is not radiopaque it is not possible to see the cause of the deflation difficulties. The stent profile post deployment appears to be irregular most likely due to the vessel morphology. This did not appear to impact on the deflation difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.